Event description:
Customer clled to report high bgs. Also customer started one of the driver arms were loose and a small washer popped out when customer was changing the reservoir. Troubleshooting was performed. Pump passed the test and the insulin was exiting.